Event description:
It was reported that customer feels he was not getting enough insulin. Customer stated that he had false highs and was not sure about the sensor. Customer stated had extreme high blood glucose of 495 mg/dl in the middle of the night due to snacking but was not sure. Customer declined to be transferred to help line. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.